Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and the touchscreen became shattered and no longer functional. In addition, it was reported that the customer experienced low blood glucose (bg) levels (62 mg/dl). Reportedly, low bg's are due to the customer not eating breakfast. Customer drank orange juice to stabilize bg levels. Customer indicated they have back up manual injections for continued insulin therapy.